Manufacturer narrative:
The investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - the most likely hypothesis is a programmer software issue, and it will be corrected with the next smartview version. The complaint is recorded for trending purposes.

Event description:
Reportedly, during implantation of a borea dr (408gf107), the device was interrogated in the box and while still connected was open to the operating table. He pressed yes to the ¿implant confirmation¿ message. After connected to the leads it was possible to switch screens and to perform some tests like sensing, but it was not possible to perform threshold or change programing parameters (like output voltage). The user kept trying during 5 minutes but it was not possible to perform all tests, even after pressing re-interrogation button. Finally he had to terminate the session and then interrogate again the device with a sterilized sleeve (further risks). During new interrogation all went as normal.

Event description:
Reportedly, during implantation of a borea dr (408gf107), the device was interrogated in the box and while still connected was open to the operating table. He pressed yes to the ¿implant confirmation¿ message. After connected to the leads it was possible to switch screens and to perform some tests like sensing, but it was not possible to perform threshold or change programing parameters (like output voltage). The user kept trying during 5 minutes but it was not possible to perform all tests, even after pressing re-interrogation button. Finally he had to terminate the session and then interrogate again the device with a sterilized sleeve (further risks). During new interrogation all went as normal.